Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ECG wave forms are not proper. There was no reported adverse patient impact.

Event description:
The customer reported the ECG wave forms are not proper and disturbance wave. There was no reported adverse patient impact.